Manufacturer narrative:
The subject device was evaluated. Service repair noted , during the incoming inspection found no power-on the device and found caused by the defective converter(power supply). The bnc connector, front panel, and front panel chassis found damaged. For the converter(power supply) and all damaged parts identified needs to be replaced. Evaluation findings noted no power on the device upon inspection and was found to be due to faulty power supply. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
During customer return for repair periodic inspection, service repair during incoming inspection found no power on the device due to defective converter (power supply). There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon is assumed to be the failure of the internal power supply, which prevented the power from being turned on. In addition, it was also possible that the user's handling and normal wear and tear may have contributed to the device issue but they could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received stating that the event occurred before the procedure.